Event description:
The user facility reported that a patient experienced a first-use reaction shortly after dialysis treatment was initiated in 2002. The patient experienced various symptoms including back pain, shortness of breath and chest pressure. Dialysis was discontinued and oxygen was given. The symptoms were relieved within 10 minutes. In 2002, another similar first-use reaction occurred. The second patient was given oxygen and switched to another dialyzer. Treatment was conducted without incident. The user facility reports that the patients are fine with no complications.